Manufacturer narrative:
The device referenced in this report has not yet been returned to olympus for evaluation. Therefore the exact cause of the reported event could not be conclusively determined at this time. If additional information or the device is received a later time, this report will be supplemented.

Event description:
Olympus medical systems corp (omsc) was informed that during ercp, the subject device was inserted along a guide wire and the distal tip fell off into the patient body. The doctor could not find the distal tip and cancelled the procedure because he failed in crushing a calculus. Regarding the reported event, there was no report of either falling off into the bile duct or into the gastrointestinal tract. There was no patient injury reported.

Manufacturer narrative:
This supplemental report is being submitted to provide additional information based on the evaluation of the returned device. As a result of investigating the subject device on mar. 29, 2017, the distal tip has fallen off, as it was pointed out. Adhesive was properly applied to the guide wire tip. The basket was deformed in whole. It is surmised that the falling-off of the distal tip into the patient was caused by the following mechanism; since the subject device was removed while the inserted guide wire was bent, the guide wire formed a loop in the guide wire around the distal end of the guide wire. The distal tip tangled to the loop of the guide wire, and withdrawal of the basket became impossible. Because attempt to remove the subject device was continued, the distal tip fell off from the distal end of the basket. The distal tip was bent, due to the number, size, and/or location of calculus in the bile duct. Under the above situation, a basket was opened and closed, which put excessive load on the distal tip and resulted in falling off of the distal tip. As checking the manufacturing record of the same lot, nothing abnormal related to the reported event was found. There is the following description in the instruction manual. Warning: when using the guide wire, insert the instrument with its distal tip in parallel with the guide wire while holding the distal tip as shown in figure 4.20. Be careful not to forcibly insert the instrument with a sharp angle between the distal tip and the guide wire as shown in figure 4.21. This may damage the distal tip.